Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was pancreatitis and non-malignant pain. It was reported that for about 6 months, the patient had been having trouble connecting the equipment via bluetooth. The bluetooth device would wait a couple of minutes to connect to the handset. During the call, the reporter mentioned that the bluetooth showed connection to two devices: sg20b - 0016a4065ce3 and sg20b - 0016a40663b0 and stated that it seemed as though the communication manager was constantly looking to connect to the communicator. Per the reporter, sometimes they closed out the app completely because the reporter went into the reports which ¿throws the app all wonky¿ forcing them to shut everything down and re-connect. They noticed that if they turned the communicator on first and then the app, the equipment connected faster, but sometimes they would have a lot of difficulty connecting. Per the reporter, they tried different ways of pushing the button to ask for a bolus, but the communicator wasn¿t connected, and the patient was in pain trying to get it. The reporter also mentioned that the connection got stuck at 91% and the reporter coached the patient to keep the communicator still. During the call, general telemetry considerations were discussed, and it was recommended that they close out of apps, restart the communicator, and try again. ¿switch communicators¿ was also recommended. The reported stated that they would try the recommendations and call back if the issue was unresolved.